Manufacturer narrative:
A ge service representative performed an on-site investigation and could not duplicate the error. The controller board is suspect as a potential cause of the defect; however were on back order. The system was found to be operating as intended.

Event description:
Customer reports the 6800 system is displaying a generator error and the system shuts down. No pt injury was reported.